Manufacturer narrative:
Device evaluated by MFR: fx-4004 pin was found siezed up in guide fx-4002. The outer diameter of the remaining pin fragment and the o.d. Of the exposed siezed pin were measured with calipers and were found to be within print specification. The pin cannot be removed without damaging one or both components allowing any further investigation of these parts. The pin could have siezed due to debris getting caught in the cannula.

Event description:
During a orthopedic surgery where a stableloc external fixator kit was being used, one of the components got stuck with the placement guide. Surgery was completed with a second stableloc kit. There was a 15 minute in surgery as a result.